Event description:
The customer reported the system will not shoot pictures and intermittently the system will not make x-rays.

Manufacturer narrative:
The ge service rep removed and replaced system high voltage cbl assy. The system operates as intended.